Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurement of 7.5 volts at 0.4 millisecond. Of note, lead dislodgement was suspected; hence, x-ray was taken which confirmed the dislodgement. A revision procedure to reposition the lead was then performed on the same day which completed the procedure without any problem. Our records indicate that this rv lead remains in service and no adverse patient effects were reported.